Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer and is being evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer reported insufficient cutting and coag insufficient blend in default setting of 50 cut and 25 coag during a leep procedure. Physician had to use cut at a setting of 80 this allowed for cut with drag not a smooth cut. Unable to manage patients bleeding at coag setting of 25 and had to be increased to 80 for decent not optimal cautery. When foot pedal is depressed it beeps and goes back into wait mode mid cut. (B)(4).